Event description:
It was reported that pump displayed malfunction alarm code 9 with associated fault ID (B)(4), with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.